Event description:
The home patient (hp) reported experiencing abdominal pain while filling and draining during apd therapy using the homechoice cycler. Follow up with the hp's healthcare professional (hcp) reveals in an attempt to resolve the hp's pain she modified the hp's program parameters on the homechoice cycler, however, the hp continued to experience pain during therapy. Hcp relates that x-rays were then taken of the hp's peritoneal dialysis catheter, which revealed that the catheter had moved out of it's original position internally and was now resting on the hp's iliac crest. According to the hcp, the hp is scheduled in 2001 to have the hp's catheter manipulated, in order to move it the correct position internally. The hcp relates that there was no patient injury as a result of this incident.